Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the mildly toruous and mildly calcified diagonal left anterior descending artery. After pre-dilation was performed using a 2.0x15mm non-bsc balloon catheter, a 2.5x20mm synergy stent was implanted in the lesion. Then a 2.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during inflation at 11 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Another 2.50mm x 12mm nc emerge balloon catheter was then advanced for post-dilation; however, during the inflation at 11 atmospheres, the balloon also ruptured. No segment of the balloon was detached inside the patient after it ruptured. Intravenous ultrasound (ivus) was performed which showed the treatment site was good and post dilation was discontinued. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the mildly toruous and mildly calcified diagonal left anterior descending artery. After pre-dilation was performed using a 2.0x15mm non-bsc balloon catheter, a 2.5x20mm synergy stent was implanted in the lesion. Then a 2.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during inflation at 11 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Another 2.50mm x 12mm nc emerge balloon catheter was then advanced for post-dilation; however, during the inflation at 11 atmospheres, the balloon also ruptured. No segment of the balloon was detached inside the patient after it ruptured. Intravenous ultrasound (ivus) was performed which showed the treatment site was good and post dilation was discontinued. No patient complications nor injuries were reported. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed that the tip is damaged and there is a pinhole in the balloon 12mm from the tip. There is blood present in the inflation lumen and in the balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.